Event description:
The pt has developed a skin irritation on the shaft and head of the penis which manifest as blisters, redness and tenderness. The pt has been seen by a physician and is being treated with antibiotics. A "wound" is noted on the glans end of the penis. Current treatment includes leaving the skin exposed to allow symptoms to subside. A latex reaction maybe a contributing factor.